Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that it was difficult to plug the end cap of the suction port. The report stated that the customer used forceps to expand the port. The reported event was observed by medical personnel and the event occurred spontaneously. The end of the cap was not tested prior to device use. There was no patient or clinical injury associated with the occurrence and no medical intervention was needed. Patient information is not available.

Manufacturer narrative:
One used portex® double lumen endobronchial tube was returned for evaluation. The device was received in a plastic bag outside of its original packaging. Visual inspection found no discrepancies. Functional testing involved assembling the cap to the tray and showed that there was resistance to the cap during the assembly. A review of the manufacturing process, manufacturing documents, and receiving inspection was conducted and found no discrepancies. A review of the endobronchial tube cap plug design found that the hole for assembling the cap was returning under specifications. Based on the evidence, the most probable root cause was attributed to variation in the molding process. (B)(4).